Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Patient status post implantation of construct, t4 -ilium, implant date (B)(6) 2011, returned to surgeon on an unknown date. It was determined there was a non-union and a unilateral broken rod at l4-5. Patient was returned to operating room (or) on (B)(6) 2012, surgeon removed the broken rod, a rod that was not broken, collars and nuts. The screws were left in place, surgeon revised with another construct. Reportedly the patient had a history of degenerative thoracolumbar scoliosis with associated stenosis. After several attempts of conservative care, patient was proposed surgery with spinal rod placement. On (B)(6) 2011 patient initially underwent a 2 stage t9-s1 ilium posterior fusion. Patient was implanted with dbx putty, t-plif spacers, bone graft, collars, nuts, screws, rods, and transconnectors. On (B)(6) 2011 patient complained of popping sounds in his low back to his neurosurgeon. Patient was referred for new imaging. On (B)(6) 2011, the neurosurgeon reviewed x-rays with the patient. It was reported the x-rays showed fractured bilateral rods at the lumbosacral level. The neurosurgeon advised the patient that the low back pain and abnormal sounds in the low back region are related to the fractured synthes rods. The neurosurgeon discussed this case with the implanting surgeon. The patient was then referred for a CT scan of lumbar spine. On (B)(6) 2011, the neurosurgeon reviewed the CT scan of the lumbar spine. The CT scan reportedly shows fracture across the bilateral rods at the l5-s1 level. The study also suggested rotation of the cages, eroding into the l5 vertebral body, and evidence of right iliac screws partially into the right sacroiliac joint. On (B)(6) 2011, patient underwent the first of two reconstructive surgery to remove and reinsert the two broken rods. The broken rods were removed without difficulty. Surgeon tested the screw purchase throughout the previously applied screws and found that the vast majority of the screws had loosened and thus, all screws, except for the right l3 pedicle screw, were replaced. The right l3 screw was noted to have good purchase. Surgeon removed the t9 pedicle screws completely. The surgeon then replaced each of the other screws, with the exception of the right l3 screw, with pedicle screws that were either 1 or 2mm in diameter and essentially the same length, with the exception of the right s1 pedicle screw, which was increased in length in order to make it bicortical and enhance its purchase. Left-sided iliac screw was replaced with a screw that was 140mm in length. On the right side, the previous screw had engaged the sacroiliac joint. Reportedly the screw had also loosened and was replaced. Laminectomies were performed at t8 and t9 using the bilateral trough technique. The dura was noted to be displaced laterally due to the kyphosis, with some residual dural compression more anteriorly. Complete facetectomies were performed at t8-t9 and t9-t10. The surgeon explored the posterior fusion. Reportedly there was a non-union at l5-s1. Patient was implanted with chronos, screws, nuts, collars, transconnectors, rods, bone graft, and dbx putty. The patient¿s hospital course was notable for atrial fibrillation, post-operative anemia, hypoxia related to fluid overload and copd. Patient was discharged for rehabilitation and returned on (B)(6) 2011 for the second stage completion of the surgery with l4-5 fusion, anterior approach. Patient was discharged for rehabilitation from (B)(6) 2011. On (B)(6) 2012, the patient raised his right leg, and heard a popping sound then developed aching sensation in the right lumbosacral region. Patient was seen by his neurosurgeon and was ordered x-rays. The x-rays showed the right synthes rod fractured at l5-s1 had broken. On (B)(6) 2012, the patient was returned to the hospital and underwent a second removal and reinsertion of the synthes broken rod. This is 5 of 6 reports for this event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
On or about (B)(6) 2011, the implanting surgeon performed a thoracolumbar reconstruction on patient. Less than eight months later, the patient made an appointment with another physician due to pain and a popping in his lower back. On (B)(6) 2011, the patient returned to the implanting hospital to have the broken rods replaced. Less than three months later, the patient returned to the physician (not the implanting surgeon) due to an aching sensation in his lower back and numbness in his right and left thighs. The physician x-rayed the patient's back and discovered on (B)(6) 2012 that the right rod, installed on or about (B)(6) 2011, had broken.